Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum during an internal hemorrhoid ligature procedure performed on (B)(6) 2023. During preparation, upon unpacking, it was noticed that the device was damaged as the bands were hitched together, which could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands were damaged.